Event description:
It was reported that a loss of capture and low lead impedance on the rv lead was observed. Lead dislodgement was noted via diagnostic imaging. The lead was repositioned. The patient condition was stable.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported patient code: (B)(4) no known impact or consequence to patient, which was submitted on (B)(6) 2017. The code was erroneously submitted. The correct code to supersede the initial patient code should be (B)(4) bradycardia. Also, the device code (B)(4) impedance issue which was missing on the previous is added to this report.

Event description:
It was reported that a loss of capture and lead impedance issue on the rv lead was observed. The patient had exhibited bradycardia due to the non-capture in the rv lead. Lead dislodgement was noted via diagnostic imaging. The rv lead was repositioned. The patient condition was stable after the procedure.